Event description:
It was reported by the customer that the ventilator has shut down while on pt. There was no pt harm reported. (B)(4).

Manufacturer narrative:
The ventilator was examined on site by our field service engineer. It was found tht the ventilator was not able to be shut down w/the on and off switch. The performed pre-use checks tests were completed successfully/ mp parts were replaced since the customer did not request a service/repair order of the ventilator. Several requests have been sent, but no more information has been received. No parts have been returned for investigation. The evaluation of the log files showed that the ventilator had been working according to design, i.e. No indication of a malfunction. The pre-use checks tests performed prior to the event was successful and the technical logs had no entries on the date of event. However, the event log showed a shutdown that was not preceded by a standby mode as normally expected. This shutdown can correspond with the reported event. This operator is using the on/off switch. The ventilator will not shutdown by itself when the on/off switch is in the "on" position. The cause for the reported event has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.